Manufacturer narrative:
(B)(4). Date sent: 12/17/2021.

Manufacturer narrative:
(B)(4). Date sent: 02/11/2022. D4: batch # u5a34e. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage. The battery packs were not returned. The device was loaded with staples, reset, a new washer was placed on the anvil, and the device was fired with a test battery into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device must be used within 12 hours of inserting the battery pack. Failure to use within this time frame may cause the battery to be depleted. Refer to battery pack disposal for battery pack disposal instructions. The device performed without any difficulties noted and the battery pack was not returned. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the stapler was connected, but did not fire. Surgeon changed battery to battery taken from new device. Device could now be fired. No patient consequence.